Manufacturer narrative:
Issue was investigated on-site and the reported issue was reproduced during troubleshooting. The ventilator failed internal leakage test with message 'system volume too small' during pre-use check. Traces of water contamination inside the air gas module have been found. The air gas module has been replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The water contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The source of water in air gas module remains unknown. The cause of the issue has been determined as related to gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).